Event description:
An issue was reported involving an incorrect time display on a pump, where the discrepancy between the displayed and actual time was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The caller was assisted by technical support in updating the pump time and was advised to monitor for any recurrence of the time discrepancy.